Event description:
The report states, "temperature port pop off with very little pressure during cases or not on." Crna stated the total number of all incidents is unknown, however, best to his knowledge 1 incident required medical intervention. Crna stated that in this case, the condition "presented itself as an air leak" and the "anesthesia bag of circuit was collapsing." The crna proceeded to assess the pt and found absent breath sounds. The crna concluded that the endotracheal tube was misplaced and decided to extubate and reintuate the pt. Upon reintubation of the pt the crna noted another "air leak," which then lead the crna to discover the open temperature port plug. No pt injury occurred as a result of this condition.